Manufacturer narrative:
The device was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. The device was also received with a cracked case (battery tube), and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had main arm cannot communicate with the motor arm. The customer¿s blood glucose was unknown at the time of incident. Customer states that they went into the water and insulin pump was water proof. Customer states the insulin pump had cosmetic damage. Customer reported that there was cracked at the back side of insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.